Event description:
The customer reported that the olympus soltive laser system was not powering on and smoke was coming out from behind the unit. According to the initial reporter, this event took place during procedure preparation. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.